Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient had right knee surgery done on (B)(6) 2013 and was revised on (B)(6) 2018 due to little bone growth. Patient was revised to non stryker implants.